Event description:
Customer reported via phone call that sometimes insulin pump delivered too much insulin and at times, it did not deliver enough. Customer reported of having high blood glucose of 388 mg/dl, which were treated with manual injections; customer had symptoms of excessive thirst. During troubleshooting for high blood glucose, customer received a no delivery alarm. Customer was able to resolve no delivery alarm with a complete set change. Customer also experienced low blood glucose of 38 mg/dl which were treated with food. After troubleshooting for low blood glucose, customer was advised to monitor insulin pump and to contact healthcare professional regarding low blood glucose and possible adjustments to basal rates.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.